Event description:
It was reported to minimed that the customer had sensor failed to pair with pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Inserting a new sensor and going through start sensor process with minimed mobile app did not resolved the issue. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacements unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was pushed back in the right position, monitored and no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed displacement test, sleep/active measurement current test and self test. No blank display noted during testing. The unit was programmed with test transmitter link (4). No transmitter anomalies were noted. Pump pair device feature connection is working properly. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit was also received with the following cosmetic damages: missing display window/cover, pillowing keypad overlay, scratched case, cracked case, label damage, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, and cracked belt clip rails. In summary, unit received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. Customer allegations for transmitter anomalies were not confirmed during testing. Unit and transmitter communicated properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.